Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring c3 delivery system. Trunk-ipsilateral leg (rmt231212j/13308862) and contralateral leg components were deployed successfully. Intra-procedure imaging revealed a proximal type I endoleak so that an aortic extender component was implanted. Another imaging revealed resolution of the proximal type I endoleak, but a small type ii endoleak was present. The patient elected to monitor the type ii endoleak and to conclude the procedure. When an introducer sheath was removed from the left femoral artery for the closure of the access site, a silicon tube-like object was revealed in the access vessel. The physician checked the devices used during the procedure, and it was revealed that a constraining wire was detached from the clear knob and the wire remained within the guidewire lumen of the delivery system. The patient tolerated the procedure.

Manufacturer narrative:
Results of engineering evaluation (with no actual device returned) the device was not available for evaluation, but the engineering evaluation was performed based on the images of device. Through this evaluation, the source of the ¿tube-like¿ object cannot be determined. It is not possible to conclusively determine if the lock pin is not attached to the constraining mechanism due to the absence of a physical sample. A root cause could not be determined because the physician¿s observations could not be confirmed.